Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A rota burr catheter was received for analysis without any packaging. Microscopic and visual inspection did not reveal any damage.

Event description:
It was reported that the sterility was compromised as the inner package of the device was damaged. The target lesion was located in a coronary artery. A 2.00mm rotalink burr was selected for use. During unpacking, it was noted that the sterility was compromised as the inner package of the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the sterility was compromised as the inner package of the device was damaged. The target lesion was located in a coronary artery. A 2.00mm rotalink burr was selected for use. During unpacking, it was noted that the sterility was compromised as the inner package of the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.